Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of cannula leakage on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025. The issues occurred with three similar types of infusion sets used for one to three days and site was patient's abdomen. Also, the symptoms appeared within three or more hours after insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-05240 correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this (B)(4) has been evaluated. The batch 6008616 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from infusion site (specific cause not identified). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 5/5 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 5/5 samples passed the test. 5 of the 10 reference samples were not able to be test for flow and leak due to the samples were used in a special investigation under CAPA 1999254. A batch record review was conducted resulting in the following: packaging lot: the lot 6008616 was packaging according to the wi version 116, in the line inset 5, on (B)(6) 2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 6008616 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.